Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation (s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field svc rep. The carefusion field svc rep went onsite to evaluate the device and found that the device powered up with an audible alarm and a dark user interface module (uim) with all led's lit up. Carefusion issued a factory svc call number to the user facility for the return of the alleged faulty device for eval. As of (B)(4) 2014 the alleged faulty device has not been received. Once the alleged faulty device is received and the eval is complete, carefusion will submit a f/u medwatch report.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative (s) on (B)(6) 2014. "Customer claims this ventilator uim screen went blank while on a pt, he claims only the led's on the membrane panel were lid up. The pt was de-saturated and had to be bagged before the pt was placed on another ventilator, they claim there was no pt harm. Settings: mode - prvc. Tv - 700ml's. Peep - 5 cm. Fio2 - 100%. Our customer claims there were no alarms visual or audible. They are requesting for field service to come in and correct this problem."